Manufacturer narrative:
Manufacturing review: a further clinical review of the event details was completed and a change in the MDR reportability was identified. A manufacturing review could not be performed, as the lot number is unknown. Visual/microscopic inspection: as received, one finesse ultra 10g probe. The lever was disengaged, as expected for a used probe. The main probe assembly was pushed forward on the probe cover. The cannula driver was retracted. The slider was in its initial position, indicating that the clutch wheel was engaging the internal gears, and that the probe was in sample acquisition mode. The sample notch was retracted approximately 10.5cm into the cutting cannula. As a result of the sample notch being retracted, the gears were out of alignment. Functional/performance evaluation: in order to functionally test the probe, the cannula driver and slider assembly were removed to straighten the toothed rack. Tissue was found in the sample notch and the toothed rack was found to be fractured. As a result of the broken toothed rack, functional testing could not be performed. The cover plate was removed to locate the fractured portion of the toothed rack. Upon removal of the cover plate, it was observed that the gears were not damaged. The fractured portion of the toothed rack was wound up deep into the toothed rack track. The break was located 2.8cm from the distal end of the vacuum rib. Based on the location of the toothed rack and the lack of tissue in the sample notch, it appears that the toothed rack likely fractured as the sample was being deposited. The root cause for the broken toothed rack was unknown. However, it is possible that the fractured toothed rack caused the system to behave in the manner reported by the customer. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a broken toothed rack. As a result of the fractured toothed rack, functional testing could not be performed. However, the fractured toothed rack likely caused the system to error. The root cause for the reported failure to cycle can be attributed to the toothed rack fracturing during the sample cycle. However, the cause for the broken toothed rack could not be determined. It is unknown whether procedural issues contributed to the event. Labeling review: the current finesse 10g probe instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, the probe failed. Specific details of the event are not known. It was not known how the procedure was completed. There was no patient injury reported.